Event description:
The customer reported mastitis.

Manufacturer narrative:
Attempts to follow up with the customer to get additional complaint information, including medical treatment received, if any, were unsuccessful and are still on going. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).